Event description:
Rptr did back to back blood glucose tests, using same fingerstick. Results were 112 and 209 mg/dl. Rptr did not have any symptoms. On follow-up, rptr checks the confirmation dot for enough blood. A control solution test was in range, but no details were given. No harm was alleged.